Event description:
It was reported that the patient experienced somnolence. The patient's pump was replaced due to eol and suspected rotor failure. An x-ray (date not reported) was negative. At the time of the pump replacement, it was noted that the hcp was unable to aspirate csf from the catheter access port. A catheter dye study was performed which revealed there was a crack in the catheter at the pin connector and drug was infusing subcutaneously rather than intrathecally. The hcp determined that the catheter access port was also occluded. The patient's pump and catheter were replaced. The patient experienced some post-operative nausea and vomiting, so the new pump was stopped. The pump was later restarted and the patient recovered without sequela. The pump contained morphine, marcaine, and compounded baclofen. Reference MFR report# 2182207200801274.